Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID needed to be reinstalled. The technical support specialist dialled in to the station and reinstalled bio ID to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to use bio ID while trying to log in to the station. The customer reported that the malfunction resulted delay in dispensing medication to the patient as per the master case# (B)(4). There were no adverse events or injuries reported based on this incident.